Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported bathroom screen is blank and no sound anymore will replace the pump. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download or verify led anomaly due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case (battery tube), faded serial number label, corroded battery tube, corroded motor home switch. Blank display noted due to moisture damage on the electronic stack and motor assemblies. Unable to verify led anomaly due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.